Event description:
The original craniotomy surgery was performed (B)(6) 2015, the customer reported two rapidflap clamps were used because the bone flap was small. A revision surgery was performed (B)(6) 2015 due to infection. During the revision surgery the surgeon identified one post was broken. The type of infection has not been reported and no pathology or operative reports have been provided.

Manufacturer narrative:
The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.